Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of a posterolateral distal humerus plate and a 3.5 locking compression plate (lcp) reconstruction plate due to nonunion. There was one 3.5 locking compression plate (lcp) reconstruction plate was broken. Also, 3.5 locking screw broke during removal. All hardware was removed except for the fragment of the broken locking screw. A stryker plate was used to revise. The date of the original implant was on (B)(6) 2018. There was no surgical delay. Procedure outcome and the patient consequence were unknown. Concomitant device reported: 3.5 lcp distal humerus plate (part # 02.104.008, lot # unknown, quantity 1); unknown cortex screw (part # unknown, lot # unknown, quantity 7); unknown locking screw (part # unknown, lot # unknown, quantity 4); this report is for one (1) 3.5mm lcp reconstruction plate 12 holes/168mm. This is report 1 of 1 for (B)(4). This complaint captures the post-operative event where the plate broke post-operatively while (B)(4) captures the intra-operative event where the screw broke during removal.